Event description:
It was reported that the ventilator was alarming for high respiratory rate, low expiratory minute volume and high oxygen concentration while it was connected to a patient. A vibration noise was also heard coming from the ventilator from where the gas modules are located. It was further stated that the ventilator was set in the pediatric patient category instead of the neonatal patient category. There was no patient harm. (B)(4).

Event description:
Manufacturer reference#:(B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the nozzle unit of the o2 gas module and the air gas module were replaced and returned for investigation. The reported o2 concentration high alarms, high respiratory rate, were reproduced during test of the returned nozzle units a reference ventilator. One of the nozzle units mounted in a gas modules was found to be oscillating during test in the production test system for gas modules. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The nozzle unit has a predetermined lifetime and is replaced at preventive maintenance (pm) that must be performed every 5000 hours of operation or at least once a year. In this case the nozzle unit failed prematurely. If oscillations happen during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. The air gas module was working as expected. The received device log confirms the reported problem. Why the nozzle unit failed, could not be determined in this investigation. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).